Event description:
It was reported that while an in service training was being performed by a getinge sales representative, it was observed that the fiber optic was unable to zero the arterial pressure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp unit for the reported issue and found that when testing the fiber optic system the waveform would go from a good amplitude and then gradually shrink to a flat line with a resulting "lamps output/pwm" of less than 3 and a "signal level of 124. To fix the issue the fse replaced the fiber optic assembly and completed a full system test (calibration, functionality, and safety checks), all tests passed to factory specifications. Returned to the customer and released for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
N/a.

Manufacturer narrative:
The following investigation was performed a technician of the maquet national repair center (nrc). The nrc inspected the fiber optic assembly and observed a white residue on the board, along with a white residue on the fiber optic interface cable. The nrc observed white residue on the fiber optic assembly. Based on past experience, this residue is consistent with saline. Retaining the assembly in the nrc per procedure.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d10, g4, g7, h2, h10. The defective fiber optic assy was returned to getinge's facility 04/26/2022. A supplemental report will be submitted upon completion of our investigation.